Event description:
It was reported that this right atrial (ra) lead exhibited noise in both unipolar and bipolar sensing and there were multiple episodes of false atrial tachy response (atr) as a result of unipolar sensing. Approximately four months prior, a lead safety switch occurred due to pace impedance measurements greater than 3000 ohms and a lead fracture was suspected. It was noted that the plan for this patient was to reprogram their device and a lead replacement would be done in the future.